Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was getting false sensor readings. Customer used the glucose monitoring system for only a month because of the issues. She was told it would benefit her during her pregnancy and then told that is not recommended for pregnant women. Blood glucose value was 115 to 140 mg/dl during this time. Customer stated she had an experience with her face having no movement as well as loss of strength on the right side of her body; she is not sure if the false readings had anything to do with that event. Nothing further reported.